Event description:
On (B)(6) 2025, leica biosystems received the following information: ¿retort a underprocessed specimens, no further info, no error messages¿. On (B)(6) 2025, the leica field applications specialist ii ¿ core histology ¿ east coast, USA (fas) visited the customers site to assess the operation and function of the instrument and documented that after the adverse event, the customer replaced all reagents except for the waxes and performed a test run which still showed poor processing. The fas observed wax 1 was filled past the maximum line most likely due to carryover, all ethanol station concentrations were within the acceptable limits of +/-5% for all bottles, and there was a broken reagent bottle cap. No contamination was noted, and the customer does use some recycled reagents. The fas documented that the customer uses custom change thresholds for the reagents and custom protocols. The fas reviewed the event log and did not note any critical errors before or during the affected run. The fas recommended the customer adjust the reagent change thresholds, re-grade the ethanol on the instrument, replace waxes on the instrument, replace broken bottle caps and run a verification run before returning the instrument to clinical use. The fas documented the affected patient tissue samples were derived from one (1) protocol comprising 62 cassettes which started in retort a on (B)(6) 2025 and completed at 05:45 and one (1) protocol comprising 39 cassettes which started in retort b on (B)(6) 2025 and completed at 05:45. The affected tissue type(s) and size(s) were documented as ¿prostate cores, skin, gi (smalls). Prostate chips, cell blocks (large), skin.¿ and ¿1mm-5mm.¿, respectively. The tissue artefact was described as ¿underprocessed. Soft and rubbery at embedding. Smudged and under-defined nuclear detail during microscopy review¿ and the affected patient tissue samples were re-processed by ¿direct reprocessing¿. The fas observed that ¿all chambers within appropriate fill levels. No apparent contamination, smells of xylene in the oldest wax chamber.¿ on (B)(6) 2025, leica biosystems melbourne received information from the leica field applications specialist ii ¿ core histology ¿ east coast, USA that ¿¿unfortunately there were some cases that were not diagnosable.¿ as at (B)(6) 2025, leica biosystems melbourne has no received information regarding final patient outcome or patient identifiers for the ¿¿cases that were not diagnosable ¿¿

Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of both the ¿1.5 hour [name]¿ protocol comprising 62 cassettes which started in retort a at 15:34 on (B)(6) 2025 and completed successfully at 05:45 on (B)(6) 2025 and the ¿6 hour [name]¿ protocol comprising 39 cassettes which started in retort b at 15:37 on (B)(6) 2025 and completed successfully at 05:45 on (B)(6) 2025, from which sub-optimal tissue processing was reported by the customer. The root cause for the ¿underprocessed specimens" reported by the customer could not be unequivocally determined from the information available. Information available indicates this event resulted in ¿¿cases that were not diagnosable¿¿ no further information was available.